Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint ¿jaws would not close. Manual articulation of the inputs showed the grips could close. When the instrument was placed on the system, the instrument¿s grip tips were not moving intuitively. The instrument executed the pitch and the roll movement; however, could not open and close properly. The probable root cause is related to a finding found later during investigation. Failure analysis investigations found additional observation(s) that were not reported by the site: the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. However, the grip-clip test was performed and failed. The instrument was not fully functional. The noted failure is related to the reported complaint. The housing was removed from the back end of the instrument, and the grip input was found to be broken. Although recognition and engagement tests passed, the grips could not function properly due to the breakage. The root cause of the broken instrument inputs is associated with mishandling/misuse. Also, there were signs of corrosion found on the instrument bearings. The grip and pitch input disk bearings exhibited orange discoloration as well.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument ¿jaws would not close¿. Using a backup instrument of the same kind, the procedure was completed with no reported injury and only a slight delay of less than 15 minutes.